Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent subtotal abdominal hysterectomy and bso due to sui. It was reported that following insertion the patient experienced chronic pelvic pain and vaginal area pain, vaginal bleeding, urinary leakage, erosion, unrelenting pain during intercourse, physical pain and discomfort, severe pain and discomfort, chronic vaginal area pain especially during intercourse, experiencing incontinence and wears heavy absorbant pads at all times, other severe injuries. It was reported that the patient underwent rectal surgery in 2010. It was reported that the patient underwent incisional hernia repair using dulex mesh and dualmesh on 10/26/2006. No additional information was provided.